Event description:
Pt was having a video assisted thoracic lung biopsy when ethicon stapler closed on a portion of the lung and could not be removed. A mini thoracotomy was done and the stapler was removed without damage to the lung.